Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter stated the pump had a blank screen after the battery was changed and the pump powered on. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display defect remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: 09/17/2013device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered on with audible tones. The display was noted to be blank. The pump was opened for investigation and revealed a failed display wire. A test display was attached to the pump and illuminated properly and was clearly legible.